Event description:
This case qualifies as a complaint because the fracture treatment was not effective, resulting in a non-union requiring a second surgery. Two surgeries were required for treatment of a tibia fracture of the left leg. The first surgery took place on (B)(6) 2014, the second on (B)(6) 2014. Two follow-up exams took place following the first surgery, on (B)(6) 2014 and (B)(6) 2014. The second follow-up noted a non-union with x-rays. The fracture was not well united but was not infected. The surgeon correctly reported all relevant case data. His comments are included here: "we used iliac crest bone graft after cureting the nonunion site we did exchange the nail of course it was the only possible choice". Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.